Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however an evaluation was performed at the customer location by a baxter field service engineer. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue, and determined the root cause to be depleted main batteries. The main batteries were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump which experienced a battery issue. It is unknown when or at what point in the process the reported condition occurred. Review of the event history determined that the reported condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.08.92, which is classified as remediated. No additional information is available at this time.